Manufacturer narrative:
This sling was made in 2012 by (B)(4)., a sling supplier to medcare products. (B)(4). The sling was sold to the customer in (B)(6) 2013. (B)(4) purchased medcare in (B)(4) 2014.

Event description:
A nurse was transferring a female patient out of bed using a 475 lbs. Medcare lift with a medcare xl multi-purpose sling. The strap of the sling ripped off and the patient fell approximately 4 feet to the floor and hit her head. The patient was complaining of a sore head and back. She went in for an MRI but no injuries were found.